Event description:
Vaginal mesh erosion after apogee, perigee: she is a g3, p3 who is here to see us for mesh erosion status post tot, apogee, perigee that was placed in 2006. The pt reports that preoperatively she had some minimal urge incontinence, no stress incontinence, and was not symptomatic from prolapse. She actually ended up having the suspension, because when she went in for a fibroid uterus, she was told that she has significant prolapse needing suspension. Therefore, she underwent a total abdominal hysterectomy, bilateral salpingo-oophorectomy, and the above repairs in october. She said that she did have some excessive bleeding during the procedure, but did not have any postop blood clots or infections. However, her mesh never healed properly and at her 6-week check, she did have some piece of the mesh removed. Since that time, she has continued to have symptoms of mesh erosion. She does not have any bleeding or spotting, but has significant pain, and has been unable to have intercourse since the timing of her surgery. She continues to have urge incontinence 2-3 times per week prior to her surgery. She continues to deny stress urinary incontinence. Since the surgery, she has had worsening urinary frequency, such that she has to go between every 5 minutes to 1 hour. In 2007, she underwent removal of eroded mesh in the or. Dates of use: 2006 - 2007. Diagnosis or reason for use: pelvic organ prolapse, stress urinary incontinence. Event abated after use stopped or dose reduced? Yes.